Manufacturer narrative:
(B)(4).

Event description:
A consumer reported the patient had a new implantable neurostimulator (ins) and the ins bothered them. The patient has some tender areas at the ins site that they felt in their head when they pressed on the ins. The patient also stated there was a "buzz." The symptoms had been occurring since implant in (B)(6) 2015. For back and foot pain, the patient took tramadol that also helped their incisional pain. The patient was going to follow up with their health care provider. The patient's indication for use is parkinson's dual and movement disorders. No cause, actions/interventions or outcome were reported regarding this event. If additional information is received, a follow up report will be sent.